Manufacturer narrative:
(B)(4) follow up for device evaluation. A flash condition and the presence of embedded and loose particles were reported. To support the investigation, seventeen bulk samples packaged in a plastic bag and eight photographs were provided to the quality team for evaluation. A visual inspection was performed on the returned samples. Three samples contained an embedded dark colored speck. Barrel tip flash was observed on each syringe and was measured to be within specification. The submitted photographs depict only a subset of the samples received. One photograph shows apparent plastic flash on the syringe barrel flange, and another shows a plastic string on the thumb press of the syringe plunger rod. No additional defects or imperfections were observed. Embedded degraded resin is a known phenomenon that can occur at start up or intermittently during the injection molding process, in some cases, the degraded material can separate and become molded into components. Plastic stringing at the syringe plunger rod thumb press and flash at the syringe barrel flange were not observed in the samples received. In the absence of the original physical sample, the probable root cause cannot be determined. A device history record review was completed for material number 301035, lot 5337765. The review did not identify any quality issues detected during production of this lot that could have contributed to the reported condition. No related quality notifications were identified, and all processing steps and final inspections met applicable specification requirements. Based on the investigation findings and returned sample analysis, the conditions reported by the customer are confirmed.

Event description:
It was reported embedded and loose particles.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.